Event description:
The initial reporter received questionable li lithium results for one patient tested on a cobas pro c 503 module. The initial result was not reported outside of the laboratory. The initial result and the first repeat result were run on the reported c 503 module. The second repeat result was run on their second c 503 module. Sample (B)(6) had an initial result of 2.38 mmol/l with a data flag at 10:44 am. The first repeat result from the first c 503 analyzer was 0.693 mmol/l at 10:59 am. The second repeat result from their second c 503 analyzer was 0.693 mmol/l. The reagent lot number is 490028. The expiration date was requested but not provided.

Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. The alarm trace showed two sample clot detection alarms noted around the time of the event. The field service engineer (fse) checked the pump pressures, the rinse mechanism for proper fill and the sample and reagent probes. He updated the software to the latest version. He verified the performance of the analyzer. The customer ran post-service qc on the tests with acceptable results. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.